Manufacturer narrative:
Event date is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was having issues with their ins. The patient charged yesterday and it showed full, but today they put it on and the battery was dead. The patient stated the representative adjusted to hd settings on (B)(6) 2017, but they had not had the implant on hd settings all the time. The patient switched to a program without hd settings and it still depleted. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient has to charge everyday. The battery began depleting following the patient being reprogrammed to hd settings. No further complications were reported.